Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm and multiple pump error alarms. The customer¿s blood glucose level was 110 mg/dl. The customer reported that they had hardware low level failure during self test. Customer was able to clear the alarm and was able to complete pump rewind. It was reported that they had hardware hardware low level failure alarm during self test. The customer was advised to discontinue use of the pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. However, pump error 63 alarm confirmed in pump history due to broken trace on keypad assembly. No unexpected pump error 13, 81, or 19 alarms noted during testing.